Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the wire at the handle broke off causing a 1cm stone to be trapped in the basket. The basket was then shaken and the stone was released. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the wire at the handle broke off causing a 1cm stone to be trapped in the basket. The basket was then shaken and the stone was released. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx lithotripter basket was analyzed, and a visual evaluation noted that the handle cannula was detached from the handle. Additionally, a kink was observed in the proximal sheath section. The pull wire and handle cannula were moved out of the coil, and the dimples on the handle cannula were visible and properly located. Drag marks were present from the proximal and distal screws, meaning the cannula had been forcibly pulled out from the set screws. The screw depths were measured and found to be within specification. A functional evaluation was not performed due to the device condition. Based on the available information, it is possible that anatomical or procedural factors encountered during the procedure, such as manipulation during the procedure or the device encountering too much force, could have resulted in the handle cannula breaking. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.